Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui), central processing unit (cpu), backlight inverter printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien reference # (B)(4).

Event description:
A report received from spain stated that an 840 ventilator experienced a blank screen. There was no report of patient involvement.